Manufacturer narrative:
There was no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney's report that the patient alleges his mesh patch was repaired, but not explanted.